Event description:
Gastrectomy - "dr. (B)(6), before finish the surgery, he can see that one of the clips, it was not close totally. He have sent me the pictures. He told us that in other surgery, he was the same feeling, that the clips do not close properly."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation and no lot number was available; however, photographs from the procedure were provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.